Manufacturer narrative:
Partial lead with connector portion measuring 15.9 cm was returned for analysis. External insulation abrasions breaching the optim sheath due to friction to the device can were noted at 7.7 cm to 7.9 cm, 8.0 cm to 8.3 cm and 12.3 cm to 12.9 cm from the connector pin. The silicone insulation was intact at these regions.

Event description:
It was reported that significant noise was observed on atrial lead prior to device changeout procedure. Pectoralis stimulation elicited significant myopotential oversensing consistent with can on lead abrasion. Analysis of merlin.net transmissions showed ams with noise events as early as (B)(6) 2013. The generator change was postponed until a lead revision. During the explant procedure, insulation abrasion on both atrial and right ventricular leads was observed. Both leads were explanted and replaced. Patient was stable.